Manufacturer narrative:
Lot numbers: m017390, m016538. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge multiple times. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appear to be related to the cartridge. The customer used another box of cartridges and as of (B)(6) 2016, had not received any further occlusions.